Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of nausea, vomiting, diarrhea, abdominal pain and cloudy peritoneal effluent. A peritoneal effluent culture and cell count were collected (wbc = 1039 u/l, polymorphs = 35%), and the patient was initially treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ip ceftazidime 2000 mg daily. Although the rationale was not provided, the patient presented to the emergency room on (B)(6) 2025 and was formally admitted. Per the pdrn, the peritoneal effluent culture results were negative, however the peritoneal cell count results (wbc = 1480, polymorphs = 80%) had worsened. During the hospitalization, the patient¿s ceftazidime was replaced with ip and intravenous (IV) cefepime and the vancomycin was continued. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). The patient continued to undergo ccpd therapy while hospitalized and was discharged home on (B)(6) 2025 in stable condition. Following discharge, the pdrn reported there was evidence of a fluid leak on (B)(6) 2025 inside the cassette compartment (of note, the patient was still undergoing ip antibiotics at this time). A peritoneal effluent fluid count collected on (B)(6) 2025 revealed cloudy peritoneal effluent fluid, as well as an elevated wbc count of 494 u/l. As a result, the patient was prescribed ip cefepime 2000 mg daily and ip vancomycin 2000 mg ip every 5 days for 21 days. Per the pdrn, there is no firm indication the peritonitis event was linked to any fresenius device(s) and/or product(s) malfunction or deficiency; however, the definitive cause of the peritonitis is unknown. The patient was recovering from the serious adverse events; however, on (B)(6) 2025 the patient was readmitted for similar circumstances.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by nausea, vomiting, diarrhea, cloudy peritoneal effluent fluid, abdominal pain, and elevated wbc and polymorph cell counts), which required hospitalization, and antibiotic therapy. Per the pdrn, the definitive etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, the patient reported it could have been a touch contamination event, but no details were provided. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There was no direct allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. However, given the pdrn¿s inability to provide causality, the known fluid leak, the absence of an identifying organism, and no manufacturer evaluation of the suspect device or product, this clinical investigation cannot exclude the patient¿s liberty select cycler and liberty cycler set from playing a possible role in the serious adverse events.

Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of nausea, vomiting, diarrhea, abdominal pain and cloudy peritoneal effluent. A peritoneal effluent culture and cell count were collected (wbc = 1039 u/l, polymorphs = 35%), and the patient was initially treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days and ip ceftazidime 2000 mg daily. Although the rationale was not provided, the patient presented to the emergency room on (B)(6) 2025 and was formally admitted. Per the pdrn, the peritoneal effluent culture results were negative, however the peritoneal cell count results (wbc = 1480, polymorphs = 80%) had worsened. During the hospitalization, the patient¿s ceftazidime was replaced with ip and intravenous (IV) cefepime and the vancomycin was continued. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). The patient continued to undergo ccpd therapy while hospitalized and was discharged home on (B)(6) 2025 in stable condition. Following discharge, the pdrn reported there was evidence of a fluid leak on (B)(6) 2025 inside the cassette compartment (of note, the patient was still undergoing ip antibiotics at this time). A peritoneal effluent fluid count collected on (B)(6) 2025 revealed cloudy peritoneal effluent fluid, as well as an elevated wbc count of 494 u/l. As a result, the patient was prescribed ip cefepime 2000 mg daily and ip vancomycin 2000 mg ip every 5 days for 21 days. Per the pdrn, there is no firm indication the peritonitis event was linked to any fresenius device(s) and/or product(s) malfunction or deficiency; however, the definitive cause of the peritonitis is unknown. The patient was recovering from the serious adverse events; however, on (B)(6) 2025 the patient was readmitted for similar circumstances.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.